Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('nocturnal spasmodic abdominal pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abundant periods"), menstruation irregular ("irregular cycles"), abdominal distension ("abdominal bloating"), constipation ("constipation"), palpitations ("palpitations"), urinary tract infection ("repeated urinary tract infections"), alopecia ("hair loss"), disturbance in attention ("concentration problems") and memory impairment ("memory problems"). On (B)(6) 2009, the patient had essure inserted. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, menstruation irregular, abdominal distension, constipation, palpitations, urinary tract infection, alopecia, disturbance in attention and memory impairment outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, constipation, disturbance in attention, memory impairment, menorrhagia, menstruation irregular, palpitations and urinary tract infection with essure. The reporter commented: several explorations were conducted in the areas of dermatology, gastroenterology and gynaecology. There does not seem to be any aetiology that can account for all of her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc; device not received for investigation yet. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('nocturnal spasmodic abdominal pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), urinary tract infection ("repeated urinary tract infections"), alopecia ("hair loss"), abdominal distension ("abdominal bloating"), constipation ("constipation"), disturbance in attention ("concentration problems"), memory impairment ("memory problems"), palpitations ("palpitations"), menstruation irregular ("irregular cycles") and menorrhagia ("abundant periods"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, urinary tract infection, alopecia, abdominal distension, constipation, disturbance in attention, memory impairment, palpitations, menstruation irregular and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, constipation, disturbance in attention, memory impairment, menorrhagia, menstruation irregular, palpitations and urinary tract infection with essure. The reporter commented: several explorations were conducted in the areas of dermatology, gastroenterology and gynaecology. There does not seem to be any aetiology that can account for all of her symptoms. Sample is available. Most recent follow-up information incorporated above includes: on 17-dec-2019: patient's initial and date of birth added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('nocturnal spasmodic abdominal pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abundant periods"), menstruation irregular ("irregular cycles"), abdominal distension ("abdominal bloating"), constipation ("constipation"), palpitations ("palpitations"), urinary tract infection ("repeated urinary tract infections"), alopecia ("hair loss"), disturbance in attention ("concentration problems") and memory impairment ("memory problems"). On (B)(6) 2009, the patient had essure inserted. The patient was treated with surgery (essure removal - bilateral salpingectomy with resection of the interstitial portio). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain, menorrhagia, menstruation irregular, abdominal distension, constipation, palpitations, urinary tract infection, alopecia, disturbance in attention and memory impairment outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, constipation, disturbance in attention, memory impairment, menorrhagia, menstruation irregular, palpitations and urinary tract infection with essure. The reporter commented: several explorations were conducted in the areas of dermatology, gastroenterology and gynaecology. There does not seem to be any aetiology that can account for all of her symptoms. Essure was removed at the patient¿s request and due to medical reason. No follow-up after removal was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61.5 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('nocturnal spasmodic abdominal pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abundant periods"), menstruation irregular ("irregular cycles"), abdominal distension ("abdominal bloating"), constipation ("constipation"), palpitations ("palpitations"), urinary tract infection ("repeated urinary tract infections"), alopecia ("hair loss"), disturbance in attention ("concentration problems") and memory impairment ("memory problems"). On (B)(6) 2009, the patient had essure inserted. The patient was treated with surgery (essure removal - bilateral salpingectomy with resection of the interstitial portio). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, menstruation irregular, abdominal distension, constipation, palpitations, urinary tract infection, alopecia, disturbance in attention and memory impairment outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, constipation, disturbance in attention, memory impairment, menorrhagia, menstruation irregular, palpitations and urinary tract infection with essure. The reporter commented: several explorations were conducted in the areas of dermatology, gastroenterology and gynaecology. There does not seem to be any aetiology that can account for all of her symptoms. Essure was removed at the patient¿s request and due to medical reason. No follow-up after removal was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61.5 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: removal questionnaire provided. Patient¿s initials updated. Removal method was specified. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('nocturnal spasmodic abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), urinary tract infection ("repeated urinary tract infections"), alopecia ("hair loss"), abdominal distension ("abdominal bloating"), constipation ("constipation"), disturbance in attention ("concentration problems"), memory impairment ("memory problems"), palpitations ("palpitations"), menstruation irregular ("irregular cycles") and menorrhagia ("abundant periods"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, urinary tract infection, alopecia, abdominal distension, constipation, disturbance in attention, memory impairment, palpitations, menstruation irregular and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, constipation, disturbance in attention, memory impairment, menorrhagia, menstruation irregular, palpitations and urinary tract infection with essure. The reporter commented: several explorations were conducted in the areas of dermatology, gastroenterology and gynaecology. There does not seem to be any aetiology that can account for all of her symptoms. Sample is available. Amendment: the report was amended for the following reason: upon internal review case was upgraded to incident. Essure sample is available. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.